Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior cerebral artery using a penumbra system red 72 reperfusion catheter (red72), a sendit delivery device (sendit), and a non-penumbra aspiration catheter. During the procedure, the physician advanced the red72 and sendit to the target vessel. While retracting the sendit, the physician fractured the red72. After removing the sendit, the physician advanced an aspiration catheter past the fractured segment of the red72 and removed the thrombus. The physician then used a snare device to retrieve the fractured segment of the red72. The procedure was considered completed. There was no report of an adverse effect to the patient.